Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported a patient was implanted with an impella cp for mechanical circulatory support. While on support, the patient had primary percutaneous coronary intervention (ppci) and a gastroinstestinal bleed, that started after percutaneous coronary intervention (pci). However, heparin was stopped. The impella cp was successfully weaned and explanted. The patients outcome is stable.